Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was open to be used during an endoscopic retrograde cholangiopancreatography (ercp) in the bile duct performed on (B)(6) 2020. According to the complainant, during preparation, outside the patient, it was noticed that the stent flange was broken. Another flexima biliary stent was opened and successfully completed the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.